Event description:
A 3.5mm diameter x 15mm length nc sprinter rx dilatation balloon catheter was used into a pt. The lesion, located in the rca, is described as severely calcified. It is unk to what atm the balloon was inflated; however, it is reported that it burst and that a portion broke off remaining in the pt. The pt had to be transported to hospital for open surgery. The pt is reported to be fine and no other sequelae are reported.

Manufacturer narrative:
Evaluation: results: (severe calcification). Conclusion: (severe calcification). Evaluation summary: medtronic has received the device and its analysis has been completed. The device was stretched between the guide wire entry port and the hypotube bond. The hypotube was kinked 59cm, 85cm and 92cm distal to the strain relief. The distal tip tubing was missing from the device. The blue tip tubing was stretched to a length of 3.5mm from the attach tip bond to the point of detachment. There were impressions along the blue tip tubing indicating that the tip had been necked on to the guide wire prior to detachment. The break point on the inner shaft appears to have been on the tip tubing that was previously under the distal balloon cone, proximal to where the tip seal bond should have been present. The distal section of the inner shaft was necked and was stretched. There was only 1 inner shaft marker band remaining on the stretched inner; this appears to be the proximal marker as there is evidence of the crimp/swage mark of this marker on the inner under the balloon material that was remaining. The distal inner shaft marker band is not present; it appears most likely that it slipped off the shaft after the inner shaft stretched and the inner shaft material detached. The outer shaft measured 24.5cm from the guide wire entry port to the balloon bond; however evidence of stretching on the shaft immediately distal to the wire entry port suggests that the outer shaft was also stretched during use. The balloon appears to have burst with a radial failure mode on the proximal end of the balloon working length. The balloon distal to the burst point was detached and missing from the device. There was approximately 8mm of balloon material remaining distal to the proximal balloon weld. As per the event description the target lesion in the rca was severely calcified. The device has not been identified as the root cause of the event. Based on the damage to the returned device it appears most likely that the balloon burst and that the distal portion of the device was restricted in the vessel. Although the inflation pressure applied to the balloon has not been provided, it appears most like that the balloon burst due to the calcified lesion morphology and the detachment of components resulted from the force used to remove the device from the patient's vessel. It appears most likely that the lesion morphology contributed to the balloon burst and may have resulted in difficulties encountered by the physician when attempting to withdraw the device.